Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: through follow up, it was clarified that the lens in the patient's left eye (os) has a non-johnson & johnson lens implanted. The initial report stated a johnson & johnson monofocal lens was implanted. Therefore, this is no longer considered to be a reportable serious injury. No other information was provided. Patient had bilateral lens implants. This report captures the event for the lens implanted in patient¿s left eye. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: exact age unknown, provided as 70 something. If implanted; give date: unknown/not provided. Explanted; give date: not applicable, there is no indication the lens has been explanted. The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zcb00 intraocular lens (iol) was implanted in the patient¿s left eye. At the 1-month visit, the patient's vision dropped from 20/20 (at week 1) to 20/30. During the optical coherence tomography (oct), it showed the beginnings of cystoid macular edema (cme). The patient's anterior chamber had a very low-grade cellular reaction despite being on durezol eye drops twice a day. The patient was referred to the retinal specialist. No other information was provided. Patient had bilateral lens implants. This report captures the event for the lens implanted in patients left eye.